Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer was hospitalized due to high blood glucose level on (B)(6) 2020. Customer¿s blood glucose level was 670 mg/dl. Customer had blood glucose levels of 400, 350 and 270 mg/dl. Customer was treated with manual injection. Customer had symptoms such as nausea, vomiting, diarrhea, chest pain and fatigue. Customer stated that the drive support cap was normal. Customer was not alleging insulin pump for under delivering. The insulin pump will not be returned for analysis.